Event description:
Additional information was received that the alarms resolved after exchanging the battery clip and battery.

Manufacturer narrative:
D4: corrected. H4: corrected. Manufacturer's investigation conclusion: the reported event of low voltage alarms was unable to be confirmed; however, the reported event of damage to the 14v li-ion battery was able to be confirmed. The 14v li-ion battery (serial number: (B)(6) ) was returned for analysis and was evaluated and tested. The 14v battery was inserted into a test universal battery charger (ubc) and was accepted for charge. The battery was connected to a mock loop and was able to operate a pump with no alarms active. The battery functioned as intended. The marking on battery contacts did not affect the functionality of the battery. The marking may have been caused by a fluid coming into contact with the clip and battery contacts. The root cause of the reported event was unable to be conclusively determined through this investigation. The device receiving inspection documents for the 14v li-ion battery (serial number: (B)(6) ) were reviewed and was found to pass inspection. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a low voltage alarm occurred on one of the system controller cables. It seemed that both the battery clip and one of the batteries were damaged. There were dark signs on the connections. The battery clip and battery were exchanged. Battery clip MFR # (B)(4).